Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is having an issue with comm loss on all the telemetry devices. Biomedical engineer stated they rebooted the org's but they are still seeing comm loss at the cns and are not seeing any org's on the system. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2021, the customer at fsc/department of vet affairs reported that the central nurse's station (cns: pu-621ra; sn: (B)(6)) had comm loss on all the tele devices. They rebooted the orgs, but they were still seeing comm loss at the cns. No patient harm was reported. Service requested: troubleshooting. Performed: the customer reported that the orgs did not have any link lights on. Also, there were no lights on the ethernet ports on the switch. When the orgs were tested by putting them on another allied telesis switch, the link light on that org turned on and the cns resumed monitoring. Ts provided them with the appropriate part number for the degraded switch to resolve the issue. Investigation summary: the root cause of the issue was determined to be a defective poe switch. This is a third-party accessory (allied telesis), acquired and maintained by the user facility. The overall risk of this event is "medium." The reported issue does not require further investigation through CAPA process since the issue was caused due to the failure of a third-party device and was not an nk device malfunction. The following fields are not applicable (na) to this report: d4 lot # & expiration date g4 device bla number the following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: orgs: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni transmitters: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni additional information: b4 date of this report b5 describe event or problem d3 manufacturer d10 concomitant medical products g1 contact office - manufacturing site g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative corrected information: d9 device available for evaluation?: corrected from "yes" to "no" manufacturer references file (B)(4)

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is having an issue with comm loss on all the telemetry devices. Biomedical engineer stated they rebooted the org's but they are still seeing comm loss at the central nurse station and are not seeing any org's on the system. No patient harm reported. Nihon kohden technician continued to investigate the reported event with the biomedical engineer at the hospital and found that the problem was due to a defective switch in the hospitals server room. Nihon kohden technician recommended to the biomedical engineer to purchase a new switch and replace it. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if any additional information becomes available. Attempt #1 05/14/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Manufacturer references file (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is having an issue with comm loss on all the telemetry devices. Biomedical engineer stated they rebooted the org's but they are still seeing comm loss at the central nurse station and are not seeing any org's on the system. No patient harm reported.